Event description:
Customer reported creatinine overload errors persisting across calibrations and creatinine membrane changes. The customer reported a delay in being able to use the analyzer when needed.

Manufacturer narrative:
Customer reported delays in being able to use the analyzer due to the error messages. An investigation into the root cause of the reported issue has not yet been completed. A supplemental report will be issued upon completion of the investigation.